Manufacturer narrative:
Date of report: 28sep2021.

Event description:
The customer reported that a ventilator experienced a low leak co2 rebreathing risk alarm. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The device issue was discovered during pre-patient set up. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by a philips field service engineer (fse) who confirmed the reported issue. The fse reported that the gas delivery system (gds) and power management (pm) printed circuit board assembly (pcba) were consumed. No other anomalies were reported, and the ventilator was returned to service.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the failure investigation (fi) laboratory. A visual inspection of the gds revealed no evidence of damage or contamination. The fi technician installed the gds into a fi ventilator to attempt to duplicate the reported issue. The gds was tested, and the customer complaint was verified. The root cause was a failure of both flow sensors (airflow and oxygen), in both cases caused by u1 drifting out of calibration.